Event description:
It was reported that during an implant the lead could not be secured into the header. No audible noise while rotating was heard during connection. The ICD was replaced and the operation was successful with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The set screw would not tighten to full torque due to a stripped hex cavity. It is believed that septum material was pushed into the hex cavity when the torque driver was inserted, preventing the torque driver from fully inserting into the set screw hex cavity.